Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that before a hemi laminectomy procedure, the tip of the hook is half broken off and the device would not test out of the pre-test mode. There was no instrument error. The circulator switched out the cord, the instrument and the machine and another hand piece worked fine. Another device was used to complete the procedure. There was no pt involvement.